Event description:
It was reported that the patient had a kidney infection and a urinary tract infection. No patient outcome was reported. Additional follow-up has been requested; if additional information is received a supplemental MDR will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0lb5g, implanted: (B)(6) 2014, product type: lead. (B)(4).